Event description:
It was reported that the system 2600's table could not move laterally. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was reported that the weight limit of 350 lbs may have been exceeded in recent days. Once the table was moved by hand control of table movement was restored. Table movement functions were calibrated. The system was tested and found to be working as intended and placed back into service.